Manufacturer narrative:
(B)(4) a partial lead was returned in three segments for analysis. External insulation abrasion was noted at 5.9-6.1cm from the end of the middle segment, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.

Event description:
This report is to advice of an event observed during analysis.